Event description:
Kcl hung on secondary med set plugged into the clearlink port of baxter tubing above the infusion pump. The pump was set to infuse secondary med 50 ml volume to be infused at a rate of 50 ml/hour. After a few minutes the nurse noted the kcl bag was empty. Questioned if it ran up into the ns bag. The infusion was stopped and medication bags discarded. The second kcl dose was hung. The kcl quickly ran out and up into the new normal saline bag. Ns taken down and complete new tubing set up. The normal saline was hanging below the kcl secondary bag.